Manufacturer narrative:
The ge field service engineer replaced the dock motor at the customer site. Ge healthcare's investigation into the reported event is ongoing. A follow up report will be submitted once the investigation is completed.

Event description:
It was reported that during the first patient scan of the day, after land-marking the patient and trying to advance the patient and cradle to scan, the technologist noted a "plastic burning" smell. The table and patient were undocked from the system and the patient was subsequently removed from the scan room. After removing the patient from the room, the technologist reported seeing flames in the center hole of the now exposed docking system. Using an mr compatible fire extinguisher he put out the flame. The ge field engineer arrived on site and found that the dock motor enclosed in the aluminum dock assembly had a shorted wire assembly due to apparent localized rubbing. No patient or healthcare worker injury was reported.